Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -6.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).